Event description:
Caller reported that the quick bolus/wake button on the pump was difficult to press and required multiple attempts to activate the screen. This issue led to a blood glucose level of 52 mg/dl, which is below the normal range. In response, the customer consumed carbohydrates to address the low blood glucose. Technical support instructed the caller to plug the pump into a power source with known working charging supplies and provided guidance on pressing the button effectively. Despite these efforts, the pump screen only turned on when plugged in. The customer reverted to an alternate method of insulin therapy.